Manufacturer narrative:
The device has been returned to the MFR for analysis, which is not complete as of the date of this report. A f/u report will be sent when the analysis is complete.

Event description:
It was reported the pt had increase in pain. At the time of the refill, a full 18cc were withdrawn from the pump. An indium dye study was performed and no movement of dye was detected (suspected rotor stall). The pump was replaced. The drugs in the pump were clonidine, fentanyl, and dilaudid. No concentration or dose was reported. The pt recovered without sequela. A f/u report will be submitted if add'l info becomes available.